Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for (B)(6) infection. It was noted there was vegation on the right atrial (ra) lead. The patient¿s system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.